Event description:
It was reported that the customer was hospitalized for high blood glucose. Prior to hospitalization, the customer received a motor error alarm. The customer reviewed the programming and everything was fine. No further information was provided.

Manufacturer narrative:
Analysis revealed the insulin pump was unable to prime due to a faulty force sensor, which prevented further testing.